Event description:
Complainant alleged that during a routine shift check by a clinician, the defibrillator was unable to detect the attached cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed and attributed to a loose/disconnected defib receptacle cable. The defib cable was reseated to resolve the report. The device was recertifeid and returned to the customer. Analysis of reports of this type has not identified an increase in trend.